Event description:
Procedure: lap gastric bypass. According to the reporter: the sulu was fired across stomach to create a gastric pouch but staples did not form a b shape. Tissue and the staple line were excised. Delay in operating room time was reported as more than 30 minutes.

Manufacturer narrative:
(B) (4). (B) (4).